Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 355531, lot# n295075, implanted: 2011 (B)(6); product type screening device product ID 3550-39, lot# n293817, implanted: 2011 (B)(6); product type accessory product ID 37743, serial# (B)(4); product type programmer, patient product ID 37092, lot# 272450001, implanted: 2011 (B)(6); product type accessory product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that when the device was interrogated, the stimulator was found to be at early replacement indicator (eri). This was done by a company representative. This was expected since the patient had the device implanted for 3 years. The patient programmer was not working (needed new batteries) and the eri had not been seen prior. The battery voltage was stated to be 2.760. This was noted to be above the eri battery voltage and the possible reasons for battery bounce back were discussed. The patient reported a sudden loss of stimulation on the left side, which occurred a month prior to the report. The patient had stimulation on the right as expected. The patient was programmed with 2+, 3-, and 4+ for the left and 10+, 11-, and 12+ for the right side. Impedance testing with electrode 0 as reference revealed impedances greater than 20,000 ohms. Re-run at 3.0v, impedances were 18,748 ohms or 24,901 ohms for all combinations. The pair 0/5 was greater than 40,000 ohms. Using electrode 1 as reference resulted in 1/5 greater than 40,000 ohms and combinations with 3,4,7 were 18,748 ohms. Combinations with 8-15 were in normal range of 700-900.using electrode 2 as reference resulted in 1/2 at 977 ohms, 2/3 at 18, 748 ohms, 2/4 at 18, 748 ohms , 2/6 at 1,000 ohms. Combinations with 8-15 were in normal range 800- 1100. All combinations with reference 3/4/5 showed open. Using electrode 6 as reference showed 1/6 at 900 ohms, 2/6 at 1,000 ohms, and combinations with 8-15 are in range of 699-913 ohms. There had been no falls or trauma noted. The company representative was advised to use electrodes 1-2 and/or 1/6, 2/6 for reprogramming for the left side. Testing/xrays were advised, as well as possible replacement of the lead at time of stimulator replacement. The patient was able to replace the batteries and sync. The issue was considered resolved. It was further reported that the patient¿s device was reprogrammed. The patient had 50% therapy using the working contacts. The patient was being set up for a lead revision as well as the stimulator, since it had reached normal eri. If additional information is received, a follow up report will be sent.